Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming no flow out. They stated that the patient is not able to supplement their feedings and that the pump was alarming because the patient feeding tube was clogged. They also stated that this resulted in the feeding being delayed. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. Complaint-(B)(4).